Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was received for analysis. A visual examination of the returned device that the balloon was unfolded had been subjected to positive pressure and deflated. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 41mm proximal to the proximal end of the distal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination identified no issues with the tip which could possibly have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-04740. It was reported that balloon rupture occurred. The target lesion was located in the very heavily calcified right superficial femoral artery. A 7.0 x200 135cm charger¿ balloon catheter was advanced for dilatation. However, during inflation at 4 atmospheres, the balloon ruptured. The device was completely removed from the patient's body. Another 7.0 x200 135cm charger¿ balloon catheter was advanced; however, during inflation at 4 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported.